Event description:
During an implantation procedure of a 38 mm asd device in a pt with a history of morbid obesity, coronary heart disease, and hypertension, the left atrial disc deformed and incompletely expanded while attempting to advance the device through a 12f-sheath. When released, the device embolized into the right atrium. The device was snared and held in the right atrium until the pt was taken to the o.r. For surgical removal of the device and repair of the atrial septal defect. The pt tolerated the procedure without significant complications.